Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned. The investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the results of a clinical trial, that approximately six months post index procedure, stenosis in target lesion was observed and standard pta was used to successfully treat the target lesion. The current status of the patient was not provided.